Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to a flattened button dome switch. No moisture damage was noted on the electronics. The displacement test, basic occlusion, occlusion, prime, and excessive no delivery tests could not be performed due to the unresponsive buttons. The insulin pump had a cracked display window, a cracked display window corner, cracked battery tube threads, a cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump is alarming button error. Customer stated she removed the battery and it is still alarming button error. Customer stated that she was trying to deliver an insulin bolus when alarm occurred. The device has been bumped over time. Blood glucose value is 457 mg/dl. Customer was not home, she was camping and did not have a back up plan; pharmacy near customer was searched. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.